Event description:
It was reported that during a nephrectomy, the assisting nurse was preparing the trocar for working port. She was testing the trocar worked correctly, but she found that the red button releasing the knife coming back was not working. In other words, she pressed the red button, and pushed the tip of the trocar on the table, but the red button didn't moved and the knife was not going back to the trocar. So, they used another dilating trocar.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results of the d12lt found that it was received in good condition. During the functional testing the shield retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.